Manufacturer narrative:
The evaluation of the returned device did not confirm the presence of thrombus. The device was returned with notable damage. The locking key/disk that aligns and secures the inlet and outlet housing appeared to have been drilled out and removed. The inlet stator was disassembled. The rotor was outside of the pump, and the rotor bearing cup was damaged. The driveline was severed approximately (B)(6) from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit were returned. The sealed outflow graft and bend relief collar were returned. The outlet elbow was returned detached from the pump. The outflow graft bend relief was not returned. A correlation between the device and the reported elevated lactate dehydrogenase level, dark urine, and transient ischemic attack could not be conclusively determined. Furthermore, the reported pump power elevations were not confirmed as no log files file were available for analysis. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 50 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received an urgent heart transplant due to presumed pump thrombus with high lactate dehydrogenase levels, dark urine, and pump power spikes. Although there were reportedly unspecified symptoms of a tia the morning before explant, the lvad was still functioning and the patient appeared to be stable. It was reported that thrombus was observed in outflow graft of the pump at explant. No additional information was provided.